Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a robotic prostatectomy, when the tech opened the tray prior to surgery, the gray plastic housing from the proximal end of the adapter has a significant crack in it. This was noticed prior to being used during the case. A new adapter was used in the case. There was no patient injury. There was no user involvement or user injury. Surgery time was not delayed by more than 30 minutes.